Event description:
It was reported by customer's daughter that customer experienced high blood glucose levels. It was reported that customer was hospitalized on (B)(6) 2014 with blood glucose of 600 mg/dl. Customer was wearing insulin pump at the time of hospitalization. Customer's blood glucose at the time of call was 118 mg/dl. While attempting to troubleshoot insulin pump for high blood glucose, excessive no delivery alarm was received. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
.